Manufacturer narrative:
Investigation results: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation results: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction procedure, the physician used a cook memory ii double lumen extraction basket. The device was advanced to the common bile duct for removal of the common bile duct stones. The physician confirmed that the basket wire was broken prior to an attempt of grasping stones. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a stone extraction procedure, the physician used a cook memory ii double lumen extraction basket. The device was advanced to the common bile duct for removal of the common bile duct stones. The physician confirmed that the basket wire was broken prior to an attempt of grasping stones. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from event problem and evaluation codes: conclusion code - 4315 cause not established. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with an unknown clear fluid in the catheter lumen and the basket retracted into the catheter lumen. There is unknown dried substance present on the distal end of the basket. Minor bends and kinks were felt along the length of the device. Two basket wires had broken loose from the proximal end of the basket and was still attached at the distal end of the basket. White substance was present on the purple and black sheaths. The basket extended and retracted freely with no sign of resistance. The basket wire broke near the soldered cannula; there was no evidence of the wire being damaged by the buff process. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.